Event description:
The patient had a massive myocardial infarction after having the device implanted and died. It was noted that it was not related to the implant procedure or device/therapy. Additional information has been requested.

Manufacturer narrative:
Lead: model 3389s-40, lot# v877540, implanted: (B)(6) 2012, explanted: unk; lead: model 3389s-40, lot# v877540, implanted: (B)(6) 2012, explanted: unk; extension: model 37085-95, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; extension: model 37085-95, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; programmer: model 37642, serial# (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-00717. Additional review indicated the correct manufacturing site was site #(B)(4).

Manufacturer narrative:
(B)(4).